Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Product history records review could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was not received. This report was mailed to FDA on (B)(6) 2014. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has observed starburst and beams of light when looking at any light. These symptoms aer worse at night causing difficulty driving. A yag laser was performed on the left eye and the symptoms became worse. She was informed by her surgeon that she has a history of large pupils. She declined to use eye drops that were suggested to her by the surgeon. There are two medical device reports associated with this pt. This report is for the right eye. Add'l info has been requested but not received to date.